Event description:
It was reported that during a balloon angioplasty procedure, a balloon rupture occurred. The 95% stenotic lesion was located in the calcified superficial femoral artery. The physician advanced the 6.0x100mm sterling balloon catheter to the lesion and on the first inflation, inflated the balloon to 14 atms for ten seconds and the balloon ruptured. There were no patient complications. The device was successfully removed. The procedure was successfully completed with a non-bsc balloon and the deployment of a non-bsc stent which was post dilated with a 62mm synergy balloon catheter. Patient status is reported as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.